Manufacturer narrative:
(B)(4). The complaint airvo humidifier was received at our fisher & paykel healthcare regional office in france, where it was inspected by a trained f&p technician. The device was performance tested, and the audible alarm function was checked. There was no fault found with the device. The device will be returned to the customer. The airvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases.", and that "the unit is not intended for life support". The user manual warns the user: "prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section". The alarm system functionality check instructs the user on how to test the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative".

Event description:
A hospital in spain reported via a distributor to a fisher & paykel healthcare (f&p) field representative that the audio alarm of a pt101 airvo2 humidifier was not functioning. There was no patient consequence.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor to a fisher and paykel healthcare (f&p) field representative that the audio alarm of a pt101 airvo2 humidifier was not functioning. There was no patient consequence.